Event description:
It was reported that the 2800 system had a generator error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the ps1 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.